Event description:
The user facility reported that the patient came to the ER after a fall in 2006. Due to difficult venous access, the doctor placed an i.v. Catheter into the left external jugular vein at 11:10 am. The hospital reported the following sequence of events 2 days later: 06:00 - catheter is working well; 15:20 - 2-way ango-PICC line is installed in the arm; 16:30 - upon withdrawal of the i.v. Catheter, the catheter appeared "broken in rx"; 20:15 - left for operating room; local anesthesia used for withdrawing [detached piece of catheter that was] caught on the "kinking of the external jugular vein where the internal jugular vein is juxataposed." The specimen was sent to the laboratory and the doctor explained the incident to the patient; 09:00 - return from the operating room. The consequences for the patient were reported to be (1) operation under local anesthesia; (2) suture of the left external jugular vein; (3) stress. There has been no further reported impact to the patient.

Manufacturer narrative:
Conclusions - based on returned sample evaluation. Based on reserve sample evaluation. This report is being submitted as a precautionary measure based on the user facility description of the medical intervention to prevent a serious injury. The involved sample has been returned and evaluated. Follow-up communication confirmed that the catheter had been in use and functioning without reported problems for more than 48-hours prior to the attempted removal. Close examination of the proximal end of the involved device indicated that the catheter tubing was compressed and partially damaged by a sharp object (such as with scissors), then torn. The edges near the separation were slightly distorted, but did not have indications of stretching. Retention samples from the lots reported to be in hospital inventory were examined and tested. All samples were confirmed to be properly assembled and to meet the appropriate performance specifications. Several samples were intentionally damaged in an attempt to recreate an appearance similar to the returned sample. Pulling on the catheter without an initial partial cut in the tubing resulted in significant elongation of the tubing with a very different appearance. Pulling on the catheter after an initial partial cut in the tubing resulted in separation of the tubing with an appearance similar to the returned device. A review of the complaint files confirmed that none of these lots has been reported previously for any similar issue and there were no indications of any production related problems in the device history records. The fact that the catheter had been used for 2-days without any reported difficulty minimizes the potential that the incident was related to a pre-existing device defect. Although the cause of the reported event cannot be definitively determined, the appearance of the returned sample is consistent with damage due to contact with a sharp object, followed by tearing of the catheter tubing during the removal process. There is no indication that the reported event was related to a device defect or malfunction. All available information has been placed on file in qa for appropriate tracking, trending, and follow-up.